Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin, and remained static at a fill estimate of 65 units of 105 units. The customer's blood glucose level was approximately 120 mg/dl. Although requested, the customer declined to perform troubleshooting with tandem technical support.